Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, delamination of valve, yellow particles, opening on posterior. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation) and crease smooth opening. Based on the device analysis the final assessment is: total delamination of the valve (cohesive failure) and a smooth crease opening on the posterior side, assessed as, a fold flaw opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.